Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received information stating customer received an altitude alarm. Reportedly, customer was delayed in eating but there was no reported impact to blood glucose level.